Event description:
The user facility reported via medwatch report #(B)(4) that a loud noise was heard during patient transfer from an ICU bed. The bottom two "pieces" of the steris 4095 surgical table fell to the floor causing the patient's legs to drop. An employee held the patient's legs and transferred them back to the ICU bed. No report of injury.

Manufacturer narrative:
Following receipt of the medwatch, steris contacted the user facility and learned that the user facility's biomed department inspected the table at the time of the event and found that the leg accessory for the table was broken. The user facility made the necessary repairs and returned the table to service. Additionally, steris learned that the broken leg accessory had already been discarded by the user facility and is not available to be returned to steris for evaluation. The user facility was unable to provide the serial number of the discarded leg accessory. Without an evaluation of the broken leg accessory, the cause of the reported event cannot be determined. A steris service technician offered to perform an inspection of the surgical table; however, the user facility declined. The surgical table is not under steris service agreement for preventive maintenance activities; the user facility is responsible for all maintenance activities. No additional issues have been reported.